Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15421. It was reported, the pt experiences uncomfortable heating at the ipg site while charging. A le charging system was sent to the pt as the next course of action.

Manufacturer narrative:
Recall: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.